Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor failed testing and delivered a high energy pulse. The cause for the failure was isolated to erratic igbt operation on the computer analog board. The root cause for the erratic igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to complete incoming functional testing.